Event description:
As reported, the balloon of a 20mm x 4cm maxi ld percutaneous transluminal angioplasty (pta) balloon catheter could not be inflated. The device was removed, and a non-cordis balloon catheter was used to continue the procedure. There were no reported injuries to the patient. This was during a procedure to treat a 65% stenosed esophageal stricture. The device was stored, handled, and prepped per the instructions for use (IFU) and there was no difficulty removing any of the sterile packaging components. The device was prepped with a 1:1 contrast to saline ratio and was able to maintain negative pressure during preparation. There were no leakages observed during the attempted inflation. The device was able to be removed easily from the patient. The device will be returned for evaluation. Addendum: product evaluation revealed a leakage on the balloon.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 20mm x 4cm 110cm maxi ld percutaneous transluminal angioplasty (pta) balloon catheter could not be inflated. The device was removed, and a non-cordis balloon catheter was used to continue the procedure. There were no reported injuries to the patient. This was during a procedure to treat a 65% stenosed esophageal stricture. The device was stored, handled, and prepped per the instructions for use (IFU) and there was no difficulty removing any of the sterile packaging components. The device was prepped with a 1:1 contrast to saline ratio and was able to maintain negative pressure during preparation. There were no leakages observed during the attempted inflation. The device was able to be removed easily from the patient. A non-sterile unit of ¿maxi ld 7f 20x4 110cm¿ was received for analysis. Per visual analysis, a thorough inspection was performed on the unit observing that the shaft was presenting two kinks located approximately 35cm and 74cm from the distal tip. The balloon was received not inflated. No other outstanding details were noticed. A functional test was performed. One inflator/deflator device was attached to the inflation port, and the balloon inflation test was done applying positive pressure using the inflator/deflator device with the purpose of reaching the rated burst pressure. However, inflation of the balloon was not possible as the balloon presented a leakage condition. Per microscopic analysis, the balloon was inspected with a vision system, observing a pin hole on the surface where the water was leaking. The balloon surface presented evidence of a burst condition and secondary scratch marks located near the damaged border area. This type of damage is commonly caused during the interaction of the material with a sharp object or mechanical damage. It is very likely that the same factors that caused the observed scratch marks on the surface could have led to the damaged condition found on the received device. It seems that the material near the damaged area was affected with a sharp object from outside of the device. No other anomalies were observed during the analysis. A scanning electron microscopy (sem) analysis was not performed because the damages associated with leakage were visible with the magnification obtained with the vision system. The product history record (phr) review of lot 82276809 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿balloon-inflation difficulty-unable to inflate¿ was confirmed through analysis of the returned device as a secondary condition of ¿balloon-leakage¿ was noted due to a pin hole in the balloon. However, the exact cause of the issue experienced and the pin hole could not be conclusively determined during analysis. Based on the information available for review and product analysis, procedural/handling factors likely contributed to the leakage noted and the subsequent inflation difficulty as evidenced by the scratch marks near the pin hole in the balloon. This type of damage is commonly caused during the interaction of the material with a sharp object or mechanical damage; therefore, it is very likely that the same factors that caused the observed scratch marks on the balloon¿s surface could have led to the pin hole found on the received device. However, as the user reported that there were no leakages observed during the attempted inflation difficulty, it is unknown if this condition occurred during use in the patient or due to manipulations after attempting to the inflate the balloon/after the procedure. According to the IFU, which is not intended as a mitigation, it warns, ¿when the catheter is exposed to the vascular system, it should be manipulated while under high quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated under vacuum. If resistance is met during manipulation, determine the cause of resistance before proceeding.¿ the IFU also cautions, ¿prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used. The catheter system should be used only by physicians trained in the performance of arteriography and who have received appropriate training in percutaneous transluminal angioplasty.¿ the IFU also instructs during preparation, ¿looking proximal to distal, manually refold the deflated balloon clockwise around the catheter. Without twisting, slide the forming tube back over the balloon to ensure minimum profile.¿ also, it should be noted that this reported catalog ¿is intended to dilate stenoses in peripheral arteries.¿ usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks/issues not described in the labeling. Neither the product analysis, nor the phr review suggest that the failure experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.